Manufacturer narrative:
(B)(4). Date sent: 1/9/2025. Additional information was requested and the following was obtained: the jaws had to be opened with force. This happened immediately upon opening the device from the first time the jaws were closed.

Event description:
It was reported that during an exploratory laparotomy the handle when they open and close it get keep stock and wouldn't open. So, if close the jaw off the device, seal and cut then it wouldn't open back. They said it basically doing that as soon it came out of the box. They open a new device and there was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were the jaws able to be open and closed, but it was difficult to open and close? Or was the device unable to be opened? Or was the device unable to be closed? The complaint file includes a note: ¿there was another doctor from other hospital that also had a same issue with this device. This just a not that this issue is not one thing time on my territory happening more and more often." Please respond: could you please clarify if the product issues that have occurred been reported to customer quality? If yes, do you have the complaint submission numbers (pc numbers)? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.